Event description:
The customer reported that after sealing, the device jaws could no longer open. The jaws were able to be opened to remove the device, but the removal of the device caused bleeding.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.